Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch was reported due to insufficient information stating that the subject device was "broken"; however; the device evaluation did not find any defects that would require reporting. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation findings are as follows: the biopsy channel was leaking, the plastic distal end cover failed insulation testing, the insertion tube failed insulation testing, the top switch cover unit intermittently malfunctioned, the plastic distal end cover was dented, the charged coupled device lens was missing glue, the light guide lenses were cracked, the objective lens edge had a minor chip, the bending section cover glue was cracked, the insertion tube was worn and the light guide tube was buckled. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope was broken. The issue was found during reprocessing. There were no reports of patient harm.